Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during use cmac blade was found faulty it had very dim led and/or poor image - upon inspection seals have deteriorated. Unable to proceed." It was confirmed that the procedure was completed successfully with a different device and there were no adverse consequences. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).